Manufacturer narrative:
Additional narrative: patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/ explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the hospital that the reamer head cutting instruments are not sharp enough. The reamers are getting stuck and not completing the ream because they are too dull. The age of each of the devices is unknown and there is no specific case information. The reamers are used daily for procedures not involving trauma cases. (B)(4).

Manufacturer narrative:
Additional narrative: operator of device: selected "healthcare user." Sent report to FDA?: selected "unknown." PMA/510k: entered 510k code of "exempt." Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.